Manufacturer narrative:
An evaluation of this issue has been conducted at mako surgical. When the anspach burr motor fails during surgery, the surgical team switches to the back-up burr motor in the back-up instrument set. In this case, the backup motor failed. A supplemental report will be filed when additional results are available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor (unknown if same manufacturer). The case was then completed successfully.